Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr = 1.7; 2nd inr = 2.5; mean = 2.10; sd = 0.57; %cv = 26.94. A 5 min. Lapse between two readings. Since 26.94% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: 1.7 inr; 2.5 inr.